Event description:
It was reported that the fracture was healing and extraction surgery was performed on (B)(6) 2014. It was found that l2 right screw has been broken during the extraction surgery. Surgeon left a tip of the screw in the patient and finished the surgery.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; labeling review; additional document review results: one screw was confirmed via the stryker rep to have a portion of the threaded shank fractured and left in the l2 vertebrae. A revision surgery to remove the fragment has not been planned at this time. There was no delay in surgery. Review of the manufacturing records for each possible lot number associated with this case did not reveal any relevant manufacturing issues. The patient was implanted with a construct in (B)(6) 2013 due to a fractured l1 vertebra. The vertebra was reported as healed and the screw in l2 was found to be fractured and the construct was removed in (B)(6) 2014. There was no information available on the patient's health or lifestyle so the root cause is not determined and/or multifactorial. Additional information on this case (patient lifestyle, etc.) Was not available, however, if further information on the patient's condition is reported or a revision surgery occurs to remove the fractured screw, this investigation will be reopened for updating. Conclusion: there was no information available on the patient's health or lifestyle so the root cause is not determined and/or multifactorial.

Event description:
It was reported that the fracture was healing and extraction surgery was performed on (B)(6) 2014. It was found that l2 right screw has been broken during the extraction surgery. Surgeon left a tip of the screw in the patient and finished the surgery.